Event description:
The pt's pacemaker was malfunctioning due to break in lead insulation. During the procedure to replace the lead, introducer tip broke off. Surgeon was able to retrieve the broken segment with none remaining in the pt. The pacemaker is well functioning and the pt had an uneventful recovery. He continues to do well.